Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 98 mg/dl vs. 197 lab. Tests were done within 10 minutes with a difference of 50%. Pt did not experience any adverse events. No further info has been reported.